Manufacturer narrative:
Additional information: h11. H11: an overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed rate accuracy test. This occurred during biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported symptom of "had failed rate accuracy test" was not reproduced. The device was tested for flow rate accuracy testing and the flow rate had exceeded the maximum error percentage of 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.